Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during our testing. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. Customer treated with the insulin pump, but his blood glucose levels remained high. Blood glucose level at the time of the incident was not provided. Caller stated that the insulin pump did not alarm no delivery. The insulin pump was not replaced or returned for analysis.